Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. Unit had stripped battery cap coin slot (p). The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery cap worn and frequently battery changed. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.